Event description:
On (B)(6) 2024 CT with outflow graft obstruction causing narrowing of up to 75%. Surgery planned for (B)(6) 2025. Patient admitted 1/7 for heparin bridge. (B)(6) surgery with bend relief removal and release of compressive debris with return of normal vad flows.